Manufacturer narrative:
The pump was returned for investigation. The root cause of the optical sensor issue and the high flow is due to ingested biomaterial. The device passed all post sterile inspection checks.

Manufacturer narrative:
A2, a3, a4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella cp placement the impella catheter appeared to have a left ventricle waveform above the placement signal. The impella was exchanged for a new cp and the patient survived.

Manufacturer narrative:
D.9 the device was returned and date was added. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. H.6 codes were updated due to the product bein returned. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.